Manufacturer narrative:
H.6. Investigation: customer returned two (2) loose 31g x 6mm, 0.3ml relion insulin syringes. Consumer reported shield is difficult to remove. Both returned samples were examined, and it was observed that one of the syringes exhibited the needle-hub/shield assembly separated from the syringe barrel; no damage to the barrel tip was observed. The other syringe was tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs) sample 1 2.91 a review of the device history record was completed for batch # 8295955 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200787397] noted that did not pertain to the complaint. There was one (1) notification [200780038] noted for damaged tips/blank barrels. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Tip-2019-37 was implemented on (B)(6) 2019 for increased sampling for needle hub separates in 0.3ml. CAPA# (B)(4) was been opened on (B)(6) 2019 to address this issue.

Event description:
It has been reported that the syringe 0.3ml 31ga 8mm 10bag has been found experiencing four occurrences of the hub separating from the device during use. The following has been provided by the initial reporter: it was reported by the consumer that the shield is difficult to remove. Verbatim: lot: 8295955 3/10ml, 31g, 8mm 328512 4 syringes issue did not occur on the same day. Incident dates unknown relion consumer reported shield is difficult to remove. Was not able to remove the shield from 4 syringes discarded 3 but has 1 to send in for evaluation no injury to report.

Manufacturer narrative:
Initial date of awareness was (B)(6) 2019 but the complaint was deemed not reportable. New information from the analysis of the sample prompted re-evaluation of the decision to report the issue on 09/06/2019. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.3 ml 31ga 8 mm 10bag has been found experiencing four occurrences of the hub separating from the device during use. The following has been provided by the initial reporter: it was reported by the consumer that the shield is difficult to remove. Verbatim: lot: 8295955. 3/10 ml, 31g, 8 mm 328512. 4 syringes. Issue did not occur on the same day. Incident dates unknown. Relion consumer reported shield is difficult to remove. Was not able to remove the shield from 4 syringes. Discarded 3 but has 1 to send in for evaluation. No injury to report.